Event description:
A customer requested a RMA for no video image on a eg-2790i video upper g.I. Scope. The issue was observed in the operating room prior to use. There were no patient or user injuries, adverse events, delay, or medical intervention reported. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The reported customer complaint of no video image was not confirmed through evaluation of the device. Evaluation findings were listed as: air/water socket o-ring chipped, umbilical cable single buckled under pve root brace, passed wet leak test, passed dry leak test. The device was refurbished, cleaned, and disinfected, and angle adjustments made. If additional information becomes available, a supplemental report will be filed with the new information.